Event description:
The facility rep states this lift, which is a facility owned lift, was lowering a user into a shower chair. She states the arm snapped dropping the user into the chair and breaking the pump in the process.